Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a cc4204a single-piece collamer lens, +21.5 diopter, in the patient's eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to lens tear during loading. The reporter was unable to obtain additional information regarding the lens.

Manufacturer narrative:
(B)(4). The lens was returned in the vial and in liquid. Per visual inspection, the optic was torn and the haptic was torn and missing pieces. (B)(4).